Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the caller by providing pump reset information and guiding through the reset process, after which the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to call back if the issue recurs and acknowledged this advice.